Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 414 mg/dl. Customer treated with insulin pump for high blood glucose. Customer was assisted with troubleshooting. Customer states they were unable to enter auto basal mode. Customer stated that they did not removed sensor. Customer stated that the auto mode shield was not displayed on the home screen. Customer reports entering multiple blood glucose within at least 45 minutes but system did not transition to delivering auto basal and auto mode readiness screen shows blood glucose required. The insulin pump will not be returned for analysis.